Manufacturer narrative:
The device log and additional information was requested and reminders have been sent, but no new information has been received. The reported error code showed that the potentiometer to adjust the oxygen concentration had failed. It was not a matter of oxygen supply, as initially assumed by the biomed, but of the adjustment via the potentiometer. Investigation of earlier similar events showed that rare use of the potentiometer resulted in development of an oxide layer on the contact area with increased electrical resistance, finally resulting in the reported malfunction. In case of this failure the device generates optical and acoustical alarm and stops ventilation. An alternative ventilation device (e.g. Ambu bag) has to be kept ready, as described in the instructions for use. The device has to be repaired by replacement of the front plate, which includes the potentiometers. In (B)(6) 2015 dräger has issued a safety notice which points to the coherency between regular use of the potentiometer and its reliability of operation. The concerned competent authorities have been informed when this action was started.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the oxylog 3000plus unit shut down while on a patient. The biomed saw error code 0104.00029 - oxygen unplugged. The biomed stated that the oxygen source was not unplugged. The patient was bagged. No injury to patient.